Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, a vasoseal es was deployed. The patient was discharged the same day. One week later the patient presented with leg pain. A duplex showed the superficial femoral artery partially blocked. The patient was sent to surgery and a collagen plug was seen protruding from the fascia into two thirds of the superficial femoral artery. The collagen plug was removed. The patient was stable following surgery and no further complications were reported.